Event description:
Device was used in 2006. Plaintiff's counsel claims in the complaint that the patient suffered severe loss of cartilage in his left shoulder. Plaintiff also suffered loss of motion, loss of function use of his arm, and severe pain, as well as other injuries.

Manufacturer narrative:
Eval summary: the information contained herein is based on the information provided by the initial reporter and the sample evaluation. The report did not provide any information concerning the pump, procedure or other particulars of the alleged incident. Without the actual product, part number, lot number, or details of the incident, an analysis cannot be conducted. No evidence was provided to confirm that the product in question was an I-flow manufactured device. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.